Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that the patient was admitted to the hospital for gastrointestinal bleed (gib). The onset date was (B)(6) 2017 and the resolution date was (B)(6) 2017. No further information has been provided. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received. It was further reported that the patient presented to emergency room on (B)(6) 2017 after a near syncope event at a clinic appointment followed by hematemesis. The patient was on coumadin and aspirin at the time of the event. Hemoglobin (hgb) was 6.2 g/dl, hematocrit (hct) 19.6%, prothrombin time (pt)/ international normalized ratio (inr) 21.3/2.1 seconds. The patient reported a couple of asymptomatic low flow alarms over the last two days. The patient was transfused with two unit packed red blood cells (prbc) and admitted to hospital. Aspirin was discontinued on admission. Upper endoscopy (egd) on (B)(6) 2017 revealed three areas in the body of the stomach with active bleeding, suspect small arteriovenous malformations (avm), which were treated with argon plasma coagulation or apc with cessation of bleeding. The patient received a third unit prbc (B)(6) 2017. They were discharged home on coumadin and no aspirin on (B)(6) 2017. Hgb 8.4 g/dl, inr 1.3 seconds. After further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.